Event description:
It was reported that the ventilator would not go into standby. There was no patient involvement. The customer was advised to perform performance verification testing. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts that were made to obtain information on the repair or service of the device have been unsuccessful. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.